Event description:
It was reported that the lead had high threshold and the patient experienced muscle stimulation. The lead was not implanted and a new lead was used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). Full lead returned and analyzed.